Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity and moderate calcification in the circumflex coronary artery. During preparation, the 2.5 x 15 mm xience alpine stent was found to be dislodged from the balloon. A new xience alpine was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.